Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri)

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-19584. Related manufacturer reference number: 2017865-2020-19586. It was reported that the patient presented for follow up with a pocket infection. The implantable cardioverter defibrillator and two right ventricular leads were explanted. It was noted that low voltage right ventricular lead was previously capped and replaced on (B)(6) 2020 for an unknown reason. The patient was in stable condition.